Manufacturer narrative:
The reported device was returned and evaluated by a packaging engineer. Visual inspection could not confirm the reported "tear", however, a hole in the plastic and tyvek side was observed. Dye leak testing confirmed a sterile breach occurred. The hole was created from the device after final inspection. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, no prior complaints have been received. A two-year review of complaint history revealed 8 similar complaints involving 9 devices. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this 138104 electrode for a tear in the sterile package. The device was received and evaluated by a packaging engineer and the reported "tear" was not verified, however, a breach in sterility was confirmed. This report is raised on the basis of a sterile breach discovered during evaluation.

Manufacturer narrative:
Reported as item (B)(4). The correct item number is (B)(4). Lot size reported as 130 units. The correct lot size is 138 units.